Event description:
It was reported that the sternal saw was running slow during preventive maintenance. No pt injury was reported.

Manufacturer narrative:
The sternal saw was returned. An investigation determined that poor condition of the saw led to the reported failure mode. Preventive maintenance would have prevented the reported failure mode. The saw was repaired and returned to the customer.